Event description:
On 8/24/2023, it was reported by a sales representative via sems that an ar-3200-0021 was displaying a white balance error message "the color is out of range". The sales representative needed assistance during the case due to the error message they were receiving while trying to white balance. Swapped out the camera head with no success. The issue was resolved by replacing the scope. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
(Device not returned) the most likely cause for the reported event is a defective scope.